Event description:
A report has been received of a fluid intrusion into the cycler caused by leakage from the underside of the cycler set. There is no report of patient ill effect. No sample is available for evaluation.